Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Pri tubing.

Event description:
The customer reported that an kcl100 ml was initiated as a secondary. The device was put on pause however the kcl continued to infuse. There was no report of patient harm. The patient was discharged.

Manufacturer narrative:
The customer¿s report that potassium chloride (kcl) infused faster than expected was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Analysis of the pcu event log shows that on (B)(6) 2016 at 3:38pm the module was programmed in the step down/tele profile for a secondary infusion of potassium chloride 10meq/100ml, to run at 50ml/hr with a vtbi of 100ml. At 3:40pm the volume infused was cleared. At 4:24 pm the device was paused. At 4:35 pm a flo-stop open alarm occurred, the door was closed, and the device was restarted. Seconds later the module was paused, and at 4:49pm the device was powered off. The recorded secondary volume infused was 36.116ml. Rate accuracy testing found the device to be within specification and no periods of unregulated flow were observed. No administration set was received for testing. The root cause of the customer¿s report that kcl infused faster than expected was not identified.